Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 24 august 2020. [Additional event information]: there was no damage on the neuron¿ max 088 90cm long sheath. The event resulted in a 15-minute procedural delay. Updated sections: g.4, g.7, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on (B)(6) 2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the ischemic stroke, the physician intended to use the 132cm large bore catheter (lbc) (ic71132ug / lot# unknown) through a neuron¿ max 088 90cm long sheath (penumbra). The physician intended to advance the microcatheter and microwire through the lbc; the lbc successfully tracked to the intended location of the clot. The physician attached a 60cc syringe and pulled negative pressure to aspirate the clot through the lbc. The syringe was left in the locked position for 4 minutes. After the 4 minutes, the physician released the pressure from the syringe completely and applied the negative pressure in preparation to pull the lbc with the clot engaged back through the neuron max guiding sheath. It is unclear if the lbc device failure occurred only from the pressure of the syringe being applied or when the physician was starting to apply pressure during the attempt to retract the lbc. The lbc device became completely fractured at the proximal end, close to where it would engage with the rotating hemostasis valve (rhv) of the neuron max guiding sheath. The lbc was removed easily without additional intervention. The procedure was reported to be successfully completed with good outcome; the patient was fully revascularized. The fractured device did not generate any fragment. There was a delay due as a result of the reported device malfunction. There was no adverse patient event or complication associated with the reported issue. Additional information was received via a teleconference on 11 august 2020. The physician typically uses a triaxial set-up consisting of a neuron¿ max 088 90cm long sheath (penumbra), 5f or 6f sofia (microvention) or 0.068¿ react¿ (medtronic) intermediate catheter, marksman¿ 160cm microcatheter (medtronic), and synchro® guidewire (stryker) or traxcess¿ guidewire (microvention). This case was the physician¿s first time using the large bore catheter (lbc). The patient was an older patient who received tissue plasminogen activator (tpa) at the time of stroke presentation; therefore, the physician did not use a stent retriever in the first pass (traditionally uses stent retrievers bailout). There was a loop in the cervical carotid. The physician stated that the lbc tracked nicely around the loop and passed the ophthalmic without encountering any resistance. He passed the clot with the synchro® guidewire and the marksman¿ 160cm microcatheter for better purchase and then tracked the lbc to the face of the clot. The physician subsequently pulled the guidewire and the microcatheter; he removed the rotating hemostasis valve (rhv) from the lbc and attached an unspecified 60cc syringe directly to the hub of the lbc and pulled the negative pressure. After 2.5 minutes, he disconnected the plunger then reapplied plunger pull back for an additional 2.5 minutes so he could double down the suction. At the 5-minute mark, he loosened the rhv on the neuron max and started to pull the lbc, this is when the lbc became fractured and separated. The physician did not feel any undue resistance or friction preceding the separation. The physician is unsure whether the lbc kinked prior to the fracture / separation. The fracture point corresponded to the approximate location of the neuron max rhv closure point on the lbc; he could not be sure it was the exact point or close to it. There was no damage on the neuron¿ max 088 90cm long sheath. The event resulted in a 15-minute procedural delay. Two photos of the complaint device were included. The photos underwent review by the product analysis lab. Based on the photo review, the complaint device is observed separated in two parts. Residues of dried blood are noted on the device in the photo. No other damage was captured by the photos. Further investigation will be performed when the device is returned for evaluation and analysis. An additional photo was received on 11 august 2020 showing a sealed angioplasty pack. No damage was observed on the pack. The description of the large bore catheter as documented in the instructions for use (IFU) states that the device has a luer hub on the proximal end allowing attachments for flushing and aspiration. The usage of the device as reported in this complaint considered to be off-label use as the physician was attempting to aspirate the clot directly through the lbc after engaging the lbc directly with the clot. The product was returned and returned and underwent evaluation and analysis. The investigation summary is documented below. Investigation summary: a non-sterile 132cm large bore catheter was received contained in a pouch. Visual inspection was performed. The device was observed separated into two parts. This observation is consistent with the photos provided in the complaint. There were kinks and compressed sections observed on both separated components of the returned device. There were exposed wires at one area of the separated section. The tip of the device was compressed and occluded with dried blooed residues. The complaint documented that during the ischemic stroke procedure, the physician intended to use the 132cm large bore catheter through a neuron¿ max 088 90cm long sheath (penumbra). The physician intended to advance the microcatheter and microwire through the lbc; the lbc successfully tracked to the intended location of the clot. The physician attached a 60cc syringe and pulled negative pressure to aspirate the clot through the lbc. The syringe was left in the locked position for 4 minutes. After the 4 minutes, the physician released the pressure from the syringe completely and applied the negative pressure in preparation to pull the lbc with the clot engaged back through the neuron max guiding sheath. It is unclear if the lbc device failure occurred only from the pressure of the syringe being applied or when the physician was starting to apply pressure during the attempt to retract the lbc. The lbc device became completely fractured at the proximal end, close to where it would engage with the rotating hemostasis valve (rhv) of the neuron max guiding sheath. The lbc was removed easily without additional intervention. The reported issue with the lbc becoming completely fractured was confirmed based on the two accompanying photos and the observation made during visual inspection performed on the returned device. ¿ the compressed condition noted on the distal part of the separated part 1 may have been related to a tight rotating hemostasis valve (rhv) between the base catheter (neuron max guiding sheath) and the 132cm large bore 71 catheter. Engagement with a closed rhv and excessive force may have been the cause of or contributing factor to the reported fractured / separated condition of the lbc. ¿ the exposed wires noted on the device may have been related with an excessive force applied at the time to remove the 132cm large bore 71 catheter from the rhv and base catheter. ¿ a vac lock syringe (with a plunger stop) usage is recommended for this type of procedure, however, it was confirmed that a simple syringe was used during the procedure. This can contribute to a loss of pressure or a blockage at the expiration time. Per the instructions for use (IFU), if flow through the catheter becomes restricted, do not attempt to clear the catheter lumen by infusion. Doing so may cause catheter damage or patient injury. Remove and replace the catheter. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Evaluation and analysis of the returned complaint device suggest that it is unlikely that the event is related to the device manufacturing process, rather the reported device issue is related to procedural handling. The IFU states that the device has a luer hub on the proximal end allowing attachments for flushing and aspiration. The usage of the device as reported in this complaint considered to be off-label use as the physician was attempting to aspirate the clot directly through the lbc after engaging the lbc directly with the clot. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The device lot number is not available / not reported. The expiration date of the device is not known. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the device lot number is not available / not reported. Two photos of the complaint device were included. The photos underwent review by the product analysis lab. Based on the photo review, the complaint device is observed separated in two parts. Residues of dried blood are noted on the device in the photo. No other damage was captured by the photos. Further investigation will be performed when the device is returned for evaluation and analysis. An additional photo was received on 11 august 2020 showing a sealed angioplasty pack. No damage was observed on the pack. The description of the large bore catheter as documented in the instructions for use (IFU) states that the device has a luer hub on the proximal end allowing attachments for flushing and aspiration. The usage of the device as reported in this complaint considered to be off-label use as the physician was attempting to aspirate the clot directly through the lbc after engaging the lbc directly with the clot. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the ischemic stroke, the physician intended to use the 132cm large bore catheter (lbc) (ic71132ug / lot# unknown) through a neuron¿ max 088 90cm long sheath (penumbra). The physician intended to advance the microcatheter and microwire through the lbc; the lbc successfully tracked to the intended location of the clot. The physician attached a 60cc syringe and pulled negative pressure to aspirate the clot through the lbc. The syringe was left in the locked position for 4 minutes. After the 4 minutes, the physician released the pressure from the syringe completely and applied the negative pressure in preparation to pull the lbc with the clot engaged back through the neuron max guiding sheath. It is unclear if the lbc device failure occurred only from the pressure of the syringe being applied or when the physician was starting to apply pressure during the attempt to retract the lbc. The lbc device became completely fractured at the proximal end, close to where it would engage with the rotating hemostasis valve (rhv) of the neuron max guiding sheath. The lbc was removed easily without additional intervention. The procedure was reported to be successfully completed with good outcome; the patient was fully revascularized. The fractured device did not generate any fragment. There was a delay due as a result of the reported device malfunction. There was no adverse patient event or complication associated with the reported issue. Additional information was received via a teleconference on 11 august 2020. The physician typically uses a triaxial set-up consisting of a neuron¿ max 088 90cm long sheath (penumbra), 5f or 6f sofia (microvention) or 0.068¿ react¿ (medtronic) intermediate catheter, marksman¿ 160cm microcatheter (medtronic), and synchro® guidewire (stryker) or traxcess¿ guidewire (microvention). This case was the physician¿s first time using the large bore catheter (lbc). The patient was an older patient who received tissue plasminogen activator (tpa) at the time of stroke presentation; therefore, the physician did not use a stent retriever in the first pass (traditionally uses stent retrievers bailout). There was a loop in the cervical carotid. The physician stated that the lbc tracked nicely around the loop and passed the ophthalmic without encountering any resistance. He passed the clot with the synchro® guidewire and the marksman¿ 160cm microcatheter for better purchase and then tracked the lbc to the face of the clot. The physician subsequently pulled the guidewire and the microcatheter; he removed the rotating hemostasis valve (rhv) from the lbc and attached an unspecified 60cc syringe directly to the hub of the lbc and pulled the negative pressure. After 2.5 minutes, he disconnected the plunger then reapplied plunger pull back for an additional 2.5 minutes so he could double down the suction. At the 5-minute mark, he loosened the rhv on the neuron max and started to pull the lbc, this is when the lbc became fractured and separated. The physician did not feel any undue resistance or friction preceding the separation. The physician is unsure whether the lbc kinked prior to the fracture / separation. The fracture point corresponded to the approximate location of the neuron max rhv closure point on the lbc; he could not be sure it was the exact point or close to it.